Event description:
Upon receipt of the recall packet the customer notified the firm they had a delaminated mattress.

Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the center of the mattress but did not expose the inside of the mattress or the cover. A new mattress was delivered out to the facility on (B)(6) 2014. This problem has been assigned to (B)(4) and a follow-up report will be submitted upon completion of the corrective action.